Event description:
A nurse reported to baxter (B)(4) that upon opening the overwrap, the additive port came away from the bag. There was no patient involved. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). One sample was received and the complaint confirmed. A review of the batch and complaint files was found to be acceptable. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.